Manufacturer narrative:
Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. Since no lot number was provided, no manufacturing record evaluation could be performed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The rupture was suspected based on the patient¿s symptoms and physical examination. As a result, the patient underwent removal and replacement with an unspecified gel breast implant on (B)(6) 2021. The right-sided rupture was confirmed upon explantation. The patient¿s condition after the revision surgery was stable. Due to the covid-19 protocol at the facility, the device was discarded and is not available for product evaluation. The implantation date and event date were estimated as (B)(6) 2007 and (B)(6) 2021 respectively based on available information.